Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was tightening locking cap with shaft and using l wrench as per normal. He torqued it off twice and on the 3rd torque the tip of the screwdriver splintered. Splinters were removed from instrumentation. There were no fragments reported in the patient. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the tip of the shaft is completely broken off as reported. Examination of the tip reveals that the use of excessive mechanical torsional force caused this breakage. A thorough review of the manufacturing documentation for this lot was conducted and it was produced to specification and met all product release criteria in february 2013. Nevertheless, we are pleased to inform you that in terms of continuous improvement our product development center has enhanced the design and increased the tip strength (ref: dco (B)(4)) and this has already been implemented since (B)(6) 2013, after when this lot was produced. No actual product fault could be determined device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.